Event description:
Medical affairs has been unable to get in contact with the patient and sent the patient a letter to obtain more clinical information. The patient called alleging that over a year ago, their meter was set to the incorrect unit of measurement and that they were hospitalized with a reading of 600 mg/dl went into a diabetic coma. The patient mentioned that the meter was never set to the correct unit of measurement. There was no further information about the incident. Based on the information that was provided, this case is being reported as a malfunction, since the patient claims that the meter was never previously set to the correct unit of measurement.